Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis found no anomalies. (B)(4).

Event description:
It was reported that at the beginning of the implant procedure, the device was unable to be interrogated through the sterile packaging. The device was warmed and was still unable to be interrogated. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.